Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that when she got her insulin pump replacement the display screen looks like it had oil stains and it was difficult to read at night. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection. Pump passed self test. No oil stains or display anomaly noted during testing.